Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant procedure an interrogation was performed to update the software. Upon updating the software, the bluetooth communication was lost, and the update was immediately suspended. A second interrogation was attempted but was unsuccessful. The device was not used, and a new device was implanted. The patient was discharged.